Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of a transcatheter bioprosthetic valve, this 29 millimeter (mm) valve was not implanted. The reason was not provided. Rather, a 26mm valve was successfully implanted. Additionally, four days following the valve implant a permanent pacemaker was implanted for complete heart block. No additional adverse patient effects were reported. Additional information was received which indicated that the patient had a pre-existing right bundle branch block (rbbb). No rhythm changes during the implant procedure. The complete heart block occurred three days following the valve implant. Per the physician, the valve/valve implant procedure had contributed to the pacemaker implant. No additional adverse patient effects were reported. Additional information was received which reported that the 29 mm valve was evaluated at 80%. The size of the valve was evaluated. One recapture was performed, however an infold was reported which would not resolve. The team elected to change the size of the valve to a smaller, 26 mm valve, which was the correct choice for the patient's anatomy. No additional adverse patient effects were reported.